Manufacturer narrative:
Product ID: 9733752, serial/lot #: unknown, ubd: unknown, UDI# unknown. A medtronic representative went to the site to test the equipment. An emitter fault was confirmed. The emitter would not initialize. The emitter was replaced and the system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the navigation system was stating that the flat panel emitter was faulted. When the site disconnected the emitter, the message went away, but came back after reconnecting. The issue did not resolve with unplugging/replugging the break out box. A reboot did not resolve the issue. There was no patient involved.

Manufacturer narrative:
Other applicable components are: product ID: 9733752, serial/lot #: (B)(4). Correction: during system service, both the emitter and controller were replaced. The emitter and controller were returned to medtronic for analysis. Analysis of the returned controller revealed that no failures were found. The controller was tested for over 17 hours without issues. The controller tracked tools the entire length of testing, all ports recognize and track tools. Analysis of the returned emitter confirmed the reported issue. There were faults on multiple coils of the emitter. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.